Event description:
As reported, damage to the rubber on the ultrasound head was observed. The issue found during an unknown event. There is no patient involvement associated on this event. Device evaluation found damaged/peeled off acoustic lens (probe unit). This report is being submitted for damaged acoustic lens.

Manufacturer narrative:
Device inspection and evaluation found damaged, peeled off and pierced acoustic lens. The customer reported issue could be confirmed. Furthermore, the following findings during inspection were noted below: biopsy channel has a cut, switch box cracked and discolored. Grip unit is broken, play on angulation wire. Scope cover and control body unit cracked. Ccd unit has grainy image, probe piezo elements were defective. Ccd cover lens has discoloration and a-rubber porous. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Device evaluation also noted a gap in the adhesive at the distal end.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 09-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens and gap in the adhesive likely occurred due to handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.